Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 401 mg/dl. Customer stated last night around 2.00 am, got a bolus, but never went down to 398 mg/dl as per customer, it was 389 mg/dl took injection 45 minutes ago and came down to 272 mg/dl right now, stated that past week and a half being higher than normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was treated with manual bolus and injection. Customer stated some large air bubbles were present along the tubing length. Customer stated displacement test passed. The insulin pump will not be returned for analysis.